Manufacturer narrative:
The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device power up properly after the battery was installed. The device was received with operating currents within specification. The device was monitored and no blank display anomalies, failed battery test, or unexpected low battery alarms were noted. No damage on the lcd isolation tape noted. The device was also received with corroded battery cap contact and battery tube. The device had cracked case at display window corners and minor scratched lcd window.

Event description:
It was reported the customer received a failed battery test. Customer also reported their battery exploding upon insertion due to corrosion in the battery compartment. The customer stated their insulin pump had a blank display after the explosion. Customer stated they had gone through five batteries and their insulin pump was still unresponsive. The customer also reported a battery out limit alarm. The customer also stated their blood glucose had been high with ketones. Customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.